Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient showed signs of diffused posterior cortical cataract. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5: patient experienced lens opacity and blurred vison. Phaco-emulsification and iol implantation were performed. Lens remains implanted. Cause of the event is unknown. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).